Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI. It is unknown if a surgery to replace the magnet is planned as of the date of this report, (B)(4).